Event description:
The healthcare professional (hcp) reported that the patient indicated that the implantable neurostimulator (ins) was not functioning and not charging. Limited information about the issue was available and the hcp wanted to scan the patient's lumbar. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.